Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with lines in the display; this condition had the potential to interrupt delivery. This condition was found upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition, lines in the display, was confirmed by service. The cause of the reported condition was determined to be a faulty main display. The main display was replaced to fix the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).